Manufacturer narrative:
H6 patient code e2104 and device code a26 have been removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that "a box that remotely heats up discharges" means the patient felt warm sensations on his ins and away from the refills.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient described discharges from his neurostimulator and a box that remotely heats up discharges. No factors contributed to the issue. The rep first tested impedance which were all out of limits on reference plot 0. The rep then used plot 2 as the reference and all the impedance values were correct except plot 6. The rep managed to find two programs to relieve the patient, but as soon as the patient increased intensity he received a very powerful discharge at the electrode level. The rep was to see the patient with the physician at the end of (B)(6) 2021. The patient was alive with no injury. The issue occurred during normal use. The rep provided a session report from (B)(6) 2020 which showed impedance on all pairs involving electrodes 0 and 6 was high at 40000 ohms or 39330 ohms for pair 0 and 5.